Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. (B)(4).

Event description:
Note: this report pertains to the first of two hologic devices used in the same procedure. See associated medwatch, manufacturer's report# 1222780-2018-00087. It was reported the physician attempted to perform a novasure endometrial ablation on (B)(6) 2018, and the physician received several cavity integrity assessment (cia) tests using two disposable arrays. "The doctor stated there is no distension during hysteroscopy indicating a small perforation". The procedure was aborted. It is unknown if intervention was required.

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. Corrected lot # 17m13r. (B)(4).